Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint on a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13dec2020 to date 13dec2021. ¿ complaint trend: there are 20 complaints related to the issue of a leakage of biohazard not contained within the instrument. Date range from 13dec2020 to date 13dec2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6). File # 338963-v96300262-900113210-07, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a blockage within the aspirator arm and a worn silicon tubing. The customer had initially reported that during the sit flush operation, the aspirator arm would not aspirate all the waste liquid and it would leak out of the instrument. The fse (field service engineer) that came onsite for the repair confirmed the issue and removed the waste to silicon connector to find the blockage. Small fibers were found in the aspiration arm tubing and in a connector and were removed. The fse then replaced a silicon tubing (pn 337033) as it was stiff. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was tested with a cst test and bead lot 10549 which passed, and the instrument was confirmed to be functioning as expected. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leaked material and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. While this instrument was being used for clinical diagnoses, this event did not affect the treatment of any patients. Proper daily and monthly cleaning can help reduce the risk of failures in the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02249270, case # 01533658 install date: 25jul2007 defective part number: n/a work order notes: o subject / reported: 338962 - bd facscanto ii - leakage from aspirator arm o problem description: customer reports that during sit flush, the aspirator arm does not aspirate the liquid excess and leaks. O work performed: on arrival checked the sit flush function and it overflowed. Removed the waste to silicon connector and checked for blockage, some small fibers came out of the aspiration arm and on the connector there was a small fibre patch. This was removed after which the sit flush function worked normally. The silicon tubing was stiff and this was also replaced pn 337033. Performed cst with beadlot 10549 which passed. O cause: fibre blockage in waste line. O solution: removed fibre and replaced silicon tubing. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the cause of a tubing failure and debris buildup leading to the hazard of a biohazard leakage. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 4. Quick disconnect o function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure o potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential causes/mechanisms of failure: waste fitting leaks o current controls: 1. Pump compensates for leaking. O recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o initial sev: 9 o initial occ: 6 o initial det: 1 o rpn: 54 o item: 23. Valves o function: 23.1 block, pass, or direct fluids o potential failure mode: 23.1.2 valve clogs o potential effects of failure: 23.1.2.1 fluidics mode operates incorrectly, degradation of performance o potential causes/mechanisms of failure: 23.1.1.1.1 stuck valve or debris or saline buildup o current controls: di rinse daily o recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o initial sev: 5 o initial occ: 7 o initial det: 1 o rpn: 35 mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to a blockage in the waste line and a worn silicon tubing. ¿ conclusion: based on the investigation results the root cause was due to a blockage in the waste line and a worn silicon tubing. The fse confirmed the issue and cleared the blockage within the aspiration arm tubing. They then replaced a silicon tubing as it was too stiff. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "the aspirator arm does not aspirate the liquid excess and leaks. 1. Was the leak liquid or air? : liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of liquid? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination/bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? (Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "the aspirator arm does not aspirate the liquid excess and leaks. Was the leak liquid or air? : liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? (Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no."